Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2023-00214, 3013450937-2023-00215, 3013450937-2023-00216, 3013450937-2023-00217 and 3013450937-2023-00219. The following mdrs were also submitted for this patient: 3013450937-2021-00150, 3013450937-2021-00151, 3013450937-2021-00152, 3013450937-2021-00153, 3013450937-2021-00154 and 3013450937-2021-00155.

Event description:
Patient was revised on (B)(6) 2023 for an alleged infection. During this revision surgery an antibiotic spacer was placed and the following implants were explanted: eleos resurfacing femur axial pin size: 3, eleos tibial hinge w/ rotational stop, eleos tibial poly spacer thickness 12mm, eleos resurfacing femur size: 3 right, eleos tibial baseplate size: 4, and eleos stem extension cemented 14x100mm. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
Patient underwent a revision surgery due to an infection. All implants were explanted, and an antibiotic spacer was placed. During the revision surgery the following eleos implants were removed: tibial hinge component w/ rotational stop (p/n thsmwrs01m), tibial poly spacer 12mm (p/n 25001212e), resurfacing femur axial pin, size 3 (p/n 25002113e), resurfacing femur, size 3 (p/n 2500r003e), stem extension, cemented, 14x100mm (p/n ksc14100e), and tibial baseplate, size 4 (p/n 25002204e). Visual inspection, dimensional inspection, functional inspection, and material analysis could not be performed as the products were not returned for evaluation. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The root cause of the patient's alleged infection could not be determined. Ultimately, based upon the device history records and sterilization records, the investigation concluded that the root cause of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components.